Manufacturer narrative:
(B)(4).

Event description:
It was reported "patient had an allergic reaction to the agba PICC". Additional information received from the customer states "order was placed for a PICC line. I went to veterans room obtained informed consent and me and my partner set up and began procedure. Was able to place line successfully with no issues in veterans right cephalic vein. I used teleflex tiptracker to verify placement and was prepping the site for dressing placement when veteran stated "I'm having trouble breathing and I feel hot" my partner and I asked if he had any other symptoms like itching or anything and he said "my butt is burning" we immediately called a code met and I removed the line suspecting an allergic reaction. The veteran then stated "get some help I'm having anaphylaxis"." The patient's current condition is unknown at this time.